Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. However, it was suspected that the patient might have an infection.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. However, it was suspected that the patient might have an infection.

Manufacturer narrative:
Additional information was received that the patient was explanted due to infection. The patient had fever, chills, pain and redness at the pocket site. Intravenous antibiotics were prescribed. Infection was cleared. No further information will be provided to bsn. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. However, it was suspected that the patient might have an infection.

Manufacturer narrative:
Additional information was received that the patient was explanted due to infection. The patient had fever, chills, pain and redness at the pocket site. Intravenous antibiotics were prescribed. Infection was cleared. No further information will be provided to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.